Manufacturer narrative:
E1 full facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoscope reprocessor had a increased water supply time approximately one month after replacing the water filter. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to infrastructure. The event can be detected and prevented by following the instructions for use which state: oer-5 instructions for use: operation manual ¿7.3 replacing the water filter ((B)(6) ) oer-5 instructions for use: installation manual 4.2 installation conditions.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.